Event description:
It was reported that the brady lead was not successfully implanted due to lead was pulled back and the helix was extended and or unraveled. Also, it was believed it perforated and the lead was abandoned. A new lead was implanted. No adverse patient effects were reported.